Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
The sheath was kinked and the catheter could not be inserted. Details: inserted the sheath, removed the dilator and guidewire, and then the user attempted to insert the catheter. However, it did not advance due to a seemingly kinked sheath. Another sheath was inserted, and the catheter was inserted, then the blood pressure dropped suddenly.